Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for deployed valve exhibits regurgitation was unable to be confirmed due to unavailability of medical records and relevant imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, ''the initial 23mm s3 was mounted (on balloon), placed at the center of the conduit and delivered via a 65cm gore dry sheath, followed by post dilation with a 22mm x 4cm altas gold. Free pulmonic regurgitation (pr) was noted per angiography and a distinct ventricularized waveform was evident, distal to the thv.'' In this case, the regurgitation occurred after post-dilation; therefore, it was likely over expanding the deployed valve, which could lead to improper leaflets coaptation resulting in regurgitation. As such, available information suggests that procedural factors (post dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tpvr procedure with a 23mm sapien 3 valve in the pulmonic position, extensive conduit rehab to include high pressure atlas gold balloons, placement of a distal bare metal stent (palmaz 3110) on kissing balloons at bifurcation, as well as a placement of a proximal bare metal stent (palmaz 4010), preceded thv delivery. The initial 23mm s3 was mounted (on balloon), placed at the center of the conduit and delivered via a 65cm gore dry sheath, followed by post dilation with a 22mm x 4cm altas gold. Free pulmonic regurgitation (pr) was noted per angiography and a distinct ventricularized waveform was evident, distal to the thv. Several attempts to free a "perceived" frozen leaflet, to include pigtail and wire manipulation, low pressure balloon inflation, etc., followed, but severe pr remained. The 65cm gore dry seal sheath was advanced again to the dmpa and a second 23mm s3 was prepared (on balloon) and delivered slightly proximal to the initial thv. Hemodynamics suggested a competent valve with minimal gradient of 5mmhg and no regurgitation was noted per final angiography. Procedure was completed and patient was taken to the post-procedure area in stable condition. Per the fcs, the physicians were unsure as to the mechanism of failure for the initial valve implant. There were two theories discussed, pinned/fixed leaflet or eccentric landing zone resulting in poor coaptation. An echo was not performed following initial device implant.